Manufacturer narrative:
The customer reported that the central nurse station (cns) spontaneously powered off, no error messages appeared on the screen before the shutdown. Patients were monitored at the time the cns shutdown. Technical service (ts) advised the customer that a loaner can be sent out, but the serial number for the reported device is needed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nursse station (cns) spontaneously powered off, no error messages appeared on the screen before the shutdown.